Event description:
A customer reported a signal loss issue with the adc device. As the customer did not have high/low glucose alarm, they lost consciousness, requiring treatment of dextrose and juice by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on sensor patch. The reported reader was also returned. Visually inspected the reader and observed reader to be damaged due to use related issue. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with the returned reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and reader were found to be functioning properly; therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device. As the customer did not have high/low glucose alarm, they lost consciousness, requiring treatment of dextrose and juice by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) (using unknown phone and unknown operating system) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The reported reader was also returned. Visually inspected the reader and observed reader to be damaged due to use related issue. The sensor was activated with the returned reader and the bluetooth connection was successful. Accuracy test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and reader were found to be functioning properly; therefore this complaint is not confirmed to use due damaged reader. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device. As the customer did not have high/low glucose alarm, they lost consciousness, requiring treatment of dextrose and juice by spouse. There was no report of death or permanent injury associated with this event.